Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for the same on (B)(6) 2011. The patient was treated with unspecified antibiotics. The patient was recovering from the event. On (B)(6) 2011, the patient was discharged from the hospital. Action taken with dianeal therapy was not reported. Dianeal therapy was ongoing. Per the nurse, the event was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd889501 and gd888131. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.